Event description:
It was reported that the patient with this tactra penile prosthesis was not getting a firm enough erection. The tactra device was explanted and replaced with an ipp. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported event mechanical problem is known risks and noted as such in the device instructions for use. The device history record (DHR) review was not performed as the lot/batch number for this component was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of event mechanical problem was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this tactra penile prosthesis was not getting a firm enough erection. The tactra device was explanted and replaced with an ipp. There were no patient complications reported.